Event description:
It was reported that the patient passed away due to multisystem organ failure: progressive heart failure and right-side failure which caused kidney problems and liver function abnormalities the outcome was not considered to be device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device information corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists multiple organ failures/dysfunctions, including right heart failure, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the right heart failure did not exist before the left ventricular assist device (lvad) implant. However, device related issue did not cause/ contribute to the right heart failure. The device reportedly operated as expected and the pump was stopped manually.